Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving 1.0 mg/ml of morphine at an unknown dose via an implantable for non-malignant pain and chronic low back pain. It was reported when placing the ptm communicator against the pump the patient reported it felt like the device had flipped. The patient then stated it had not flipped, but then reported that they thought it might have flipped one time, and it was really loose. The patient reported there had been trouble refilling the pump due to it being loose. It was indicated the patient's healthcare provider was aware and has mentioned that replacing the pump was an option. However, the patient did not want to follow that option at this time. No symptoms were reported. It was indicated the issue began on (B)(6) 2019 approximately. No further complications were reported or anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. The hcp reported there was no device issue. It was noted the patient is obese and has a moderate large panniculus. Regarding the report there was difficulty refilling the pump, the hcp reported the interior edge of the pump must be manipulated to allow refill. There was no other difficulty. No diagnostics or troubleshooting were indicated or performed. The hcp reiterated there was no mechanical problem with the pump. Regarding actions/interventions taken or planned, the hcp indicated they have discussed repositioning the pump. However, the event has not been resolved yet. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 14-feb-2020 from the patient who reported that this pump had been nothing but problems since implant. As soon as it was placed, she noticed it moving around and ¿sometimes it sticks straight out or might flip¿. She stated that she ¿had a refill 1-3 months ago where the morphine was injected into her body, not the pump and she ended up going to the ER (emergency room)¿. She stated that she never had any problems with her old pump. She stated that she had weight loss right before that pump was replaced. Her starting weight was (B)(6) and she lost 50 pounds before her current pump was implanted. She had not lost any more weight. She stated that her doctor was aware of the pump moving. The pump had been delivering morphine (1 mg/ml at 0.1702 mg/day) since implant. No further complications have been reported as a result of this event.